Manufacturer narrative:
Investigation: sample received: one open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and empty sample (there is only available the first and second pack, there is no suture inside). Without any closed sample we cannot carry out an analysis in order to take a decision. A review of the batch manufacturing record shows this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that, the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. No corrective action needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture broke during surgery. It occurred after only one stitch had been made. There was no patient harm. Additional patient information is not available.